Manufacturer narrative:
Review of the manufacturing records revealed no attributes that could have contributed to this event.

Event description:
Screw is backing out of insert, seen on x-ray at follow-up, patient is asymptomatic.